Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the interaction with the scope or any sharp could create friction and caused the balloon to tear longitudinally burst, which was perceived as burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2021. During the procedure, the balloon burst at a designated pressure. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2021. During the procedure, the balloon burst at a designated pressure. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.